Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed. Meter data-log was uploaded and reviewed. Did not observe date and time with more than 6 months jump along with an error code of 658 or 663. Time and date change due to electro-static discharge(esd) was not observed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported having incorrect date and time on their precision xtra meter and as a result, experiencing "injuries. " the customer reportedly "was stressed out and had to take medication because date and time was wrong. " the caller refused to further troubleshoot their meter and complete the medical survey. No additional information is available. There was no report of death or permanent impairment associated with this medical event.